Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) their device was in overdischarge due to non-compliance. The patient was seen in the clinic and a couple of physician mode recharges were performed and the implantable neurostimulator (ins) was able to start charging to 25%. The rep. Tried to clear the power on rest (por) but the clinician programmer indicated the ins needed to be charged. The rep. Went back to charge the ins with the recharger and the ins went to 50% full very quickly. The rep. Was able to clear the por but wasn't able to program the patient. It was noted this was the second overdischarge for the patient, as the first overdischarge occurred two years ago. Impedances were checked which were all good, but the rep. Was still unable to turn stimulation on to test therapy. It was further reported the overdischarge/inability to turn stimulation on and test therapy had been resolved. Relevant medical history includes complex regional pain syndrome type I.